Event description:
From staff: attempting to place IV and when pressing white needle retraction button on the catheter it would not retract. With someone holding the yellow hub I attempted to press white button and pull-out needle, but it would not separate, I attempted with another, and same thing occurred. I was able to use other catheter from same lot that worked properly.